Event description:
It was reported that a data error alert occurred after the pump shipment. There was no adverse impact to the customer¿s blood glucose level. Technical support informed the customer that some history logs might have been erased; however, the insulin therapy remained unaffected, and the customer will continue using the pump.